Event description:
It was reported that the customer was changing patient's reservoir and set and the site came off of her. Customer's blood glucose was 456 mg/dl. Patient was treated with manual injection. Customer was assisted in the prime process. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.